Event description:
It was reported that the tip of the delivery system detached. Reportedly, the procedure included treatment of a stenosis in a fem-pop graft in the pt's right leg. The lesion was successfully pre dilated and the stent was deployed without difficulties. Upon deployment, the stent appeared to have kinked in the middle. During removal of the delivery system, the tip of the delivery system became stuck at the kinked area and the delivery system could not be removed. While maneuvering the delivery system for removal, the physician pulled on the system and the tip detached. The physician did not attempt to remove the tip and transferred the pt for surgical removal of the tip. The pt was reported to be doing well post procedure. Additional info from u/f report: pt in special procedures in radiology & was given IV moderate sedation w/versed & fentanyl. Groin draped & prepped & 1% lidocaine used in l femoral area to anesthetize skin & sq tissues. Femoral artery accessed & guidewire passed into central femoral artery. Long 6f introducer introduced & rim catheter was used to direct guidewire into r iliac & femoral system. The 45cm catheter was introduced to its hub, placing it in the r common femoral artery. Then used a crosser device to common femoral artery. Then used a crosser device to get into occluded graft. Surgeon was unable to get out of graft into native vessel with crosser device. He used a quick cross catheter & glidewire & were able to get into distal vessel. Arteriogram to confirm good distal vessel positon & get size for the vessel. He dilated distal anastomosis with 3 mm balloon. The graft itself was dilated w/6mm balloon. Poor inflow noted & he was going to place status at both inflow & outflow anastomosis as both appeared problematic. Placed 7mmx1700mm stent at inflow anastomosis. Stent deployment catheter didn't deploy stent correctly. Kink in midsection & catheter became stuck & tangled in the stent. Unable to get catheter out easily & in process lost tip of the catheter. Attempts unsuccessful to retrieve so to operating room. Fb retrieved, endarterectomy r common fem artery & r superficial fem artery graft. Bmbolectomy femoral to popliteal graft & tibial peroneal vessels.

Manufacturer narrative:
(B)(4). The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The delivery system have been returned for eval and the investigation is currently underway.(B)(6).